Event description:
The customer contacted stryker to report that their device was stuck at the boot up screen. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The device was not repairable. The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the device and found the system pcba to be the cause of the reported issue. This part is obsolete. The device was retained by stryker.

Event description:
The customer contacted stryker to report that their device was stuck at the boot up screen. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.